Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed and the failure mode was confirmed. The clinical/medical investigation concluded that, this case reports a tka revision surgery was performed 10 years post-primary implantation, due to instability from a broken post. Per complaint details, all of the broken pieces were retrieved from the patient. The requested surgical reports and x-rays have not been provided to date. Therefore, the patient impact beyond the revision cannot be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, ten years after a tka had been performed, the patient experienced knee instability since the post of legion ps high flex xlpe size 7-8 9mm insert broke off. A revision surgery was performed to exchange such insert from ps hf to ps std; the broken pieces were retrieved and no fragments were found inside of the patient. The patient current status is unknown.